Event description:
A malfunction labeled as malf 12 was reported by the customer. There was no adverse impact on the customer's blood glucose level, with values not exceeding 500 mg/dl. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.